Event description:
Lumbar drain was being pulled out by the physician. Distal tip of the catheter broke off. Tip of catheter remains in pt. Pt stayed an extra day in hosp. Following up with neurosurgery.